Event description:
Orders to remove foley catheter. Unable to withdraw more than 1cc fluid. Tube collapsing. Using 1cc, 5cc, and 10cc syringes-unable to withdraw. Foley catheter repositioned. Unable to withdraw. Pt became anxious and pulled catheter out with balloon inflated.